Event description:
It was reported a peritoneal dialysis (pd) had a peritonitis event. The cause, specific infection site, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. At the time of this report, the dianeal therapies have been discontinued. No additional information was provided because the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.